Event description:
An unk size endeavor drug-eluting rx coronary stent system was inserted into a pt for the treatment of an unk lesion. The vessel morphology is unk. It was reported that the stent dislodged. No add'l info is available. The pt status is unk. Please note that this device (endeavor rx / lot number unk) is distributed outside the united states; however, it is similar to the united states distributed product endeavor mx2.